Event description:
The customer reported false positive architect anti-hbs results on one patient. Results provided: (B)(6) 2018 = 1.93 miu/ml; (B)(6) 2019 = 2.19 miu/ml (B)(6) 2019 = 282.66 miu/ml; (B)(6) 2019 = 298.14 miu/ml; (B)(6) 2020 = 361.03 miu/ml; (B)(6) 2020 sid 210 = 369.10 miu/ml, same sample repeated on 3(B)(6) 2020 = 328.7 miu/ml; roche platform was negative, viral load was negative. (B)(6) 2020 = 326.99 miu/ml, another architect = 327.22 miu/ml, another analyzer (mindray) = 88.78 miu/ml = (reference value: < or =10). No impact to patient management was reported.

Manufacturer narrative:
Section b5. Additional data and testing on same patient provided on (B)(6) 2020 section d4: catalog# updated from 07c18-74 to 07c18-78 the evaluation of complaint data for the product and likely cause lot 04291fn00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. A review of overall customer field data was performed to assess the performance of the architect anti-hbs assay and is within the established baselines confirming no systemic issues in the field. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number: 7c18 that has a similar product distributed in the us, list number: 1l82.

Event description:
The customer reported false positive architect anti-hbs results on one patient. Results provided: on (B)(6) 2018 = 1.93 miu/ml; (B)(6) 2019= 2.19 miu/ml; (B)(6) 2019 = 282.66 miu/ml; (B)(6) 2019 = 298.14 miu/ml; (B)(6) 2020 = 361.03 miu/ml; (B)(6) 2020; sid: (B)(6) = 369.10 miu/ml, same sample repeated on (B)(6) 2020 = 328.7 miu/ml; roche platform was negative. No impact to patient management was reported.